Event description:
It was reported that the catheter was being inserted into the patient's groin which was very scarred. During the insertion procedure the peel away sheath broke off and a portion of the sheath remained in the patient. The piece was retrieved using a snare. There was minimal blood loss reported and the patient suffered no ill effects from the incident.